Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during an acl procedure the blade broke at the mount resulting in a delay of a few minutes. It was also reported that an x-ray was taken to ensure no broken pieces were left in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an acl procedure the blade broke at the mount resulting in a delay of a few minutes. It was also reported that an x-ray was taken to ensure no broken pieces were left in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.